Manufacturer narrative:
The date of the events is unknown. According to the article all implants were completed between january 2014 and february 2018. For this reason, the first day of the range was used as the occurrence date. In this case, the exact valve model number is not available. The possible PMA numbers associated with an edwards sapien transcatheter heart valves are: p110021- edwards sapien transcatheter heart valve; p130009 - edwards sapien xt¿ transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve.

Event description:
Per the article ¿sapien valve for percutaneous transcatheter pulmonary valve replacement without ¿pre-stenting¿: a multi-institutional experience¿, between january 2014 and february 2018 a total of 57 patients underwent percutaneous placement of the sapien (xt or s3) valve in the pulmonary position in native right ventricular outflow tracts (rvots) without the use of a prior stent (¿pre-stenting¿). The following events occurred during the study period: there were 2 cases of tricuspid valve injury requiring surgical intervention. Reference: morgan gj, sadeghi s, salem mm, wilson n, kay j, rothman a, galindo a, martin mh, gray r, ross m, aboulhosn ja. Sapien valve for percutaneous transcatheter pulmonary valve replacement without ¿pre-stenting¿: a multi-institutional experience. Catheterization and cardiovascular interventions. 2018 oct 23.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury, including perforation or dissection of valvular structures [e.g. Injury to the tricuspid valve and subvalvular apparatus] is a known potential complication associated with the tpvr procedure. Injury to the tendinous cords of the tricuspid valve in tpvr can occur during advancement of the guidewire, catheters used to prepare the landing zone for the valve, or delivery system. Since the delivery system follows the track laid out by the guidewire, if the guidewire were caught in the tricuspid subvalvular apparatus, it would likely result in entrapment of the delivery system in the tendinous cords. If the injury is significant it typically results in profound tricuspid regurgitation and will require intervention to prevent permanent injury. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The tf training manual also provides guidance for valve crossing and wire exchange: ensure wire positioned in a distal pulmonary branch, preferably the left lower branch given its vertical orientation. It also cautions to maintain guidewire position in the pulmonary artery during valve alignment and confirm the guidewire is position in the pulmonary branch prior tracking the device into the landing zone. In this case, there was no allegation or indication a device malfunction contributed to the tricuspid valve injuries. The cause of the tricuspid regurgitation cannot be determined based on the limited information provided by the authors; however, it is possible that, while tracking the delivery system through the tricuspid valve to the pulmonic position, a native tricuspid leaflet tore. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.